Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The pulse generator exhibited noise reversion on the ventricular channel dating back to (B)(6) 2015. The device was reprogrammed and the patient would be monitored.